Manufacturer narrative:
Device model number, lot number, expiration date, UDI unavailable. Device 510k unavailable because model number unavailable. Device manufacture date unavailable.

Event description:
A lead extraction commenced to remove two leads, a right atrial (ra) and right ventricular (rv) lead due to non function. To prepare for the procedure, spectranetics lead locking devices (lld''s) were inserted into each lead to provide traction platforms to aid in lead extraction. The ra lead was removed without difficulty. During attempted removal of the rv lead, however, an adverse event occurred. Rescue efforts commenced immediately, necessitating use of the spectranetics bridge occluding balloon, which is designed to provide occlusion within the superior vena cava (svc) in order to lessen bleeding and allow for repair of the injuries. The bridge balloon was appropriately positioned within the svc. Chest compressions began prior to bridge balloon inflation and continued afterward. When evaluated under fluoroscopy after 10 minutes, the bridge balloon did not appear to be inflated but was still in the original position within the svc. CPR continued until a sternotomy was performed; injuries to the subclavian vein and superior vena cava (svc) were discovered (please reference MDR 1721279-2020-00154 which captures these injuries, and a spectranetics glidelight laser sheath was in use in the area of injuries). Upon deflation of the bridge balloon in order to remove the device, the physician noted blood in the syringe, indicating the device had been compromised. After removal of the bridge balloon from the patient's body, the physician noted a tear in the bridge balloon material (please reference MDR 1721279-2020-00153 which captures the bridge balloon that was compromised during the event). Fortunately the patient survived the procedure; repairs to the subclavian vein and to the svc were successful. It has been confirmed that the physician cut the rv lead; it has not been confirmed that the lld contained within the lead, was cut, capped, and remained within the patient''s body, but is possible. It has not been determined if the surgeon attempted to unlock the lld from the lead, if it was cut. In the event the lld present within the rv lead was cut/capped and remained within the patient, this report is being conservatively submitted.